Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The device was being used to deliver baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and multiple sclerosis. It was reported that the pump was alarming or beeping. The pump started beeping on (B)(6) 2018. The patient was hearing the alarm about once every hour. The patient is scheduled for a pump replacement on (B)(6) 2018. The last refill was (B)(6) 2018. Actions taken on the call consisted of the patient to follow up with the healthcare professional (hcp). There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.